Manufacturer narrative:
(B) (4): the customer reported the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow up will be submitted with any relevant info.

Event description:
Device malfunction: balloon rupture. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during a procedure in an unspecified moderately calcified artery below the knee, the fox sv ruptured at 6 atmospheres during the first inflation. The device was removed and a non-abbott dilatation catheter was used. There was no adverse pt effect reported. There was no additional info provided.